Event description:
Pt had defibrillator put in, in 2005 and never felt right. Had a heart attack 10 days later and another episode in about 2 months later. Three months after the 2nd episode, pt had problem with sweat and device would not go off. Device taken out and replaced.